Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/1.0/077 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned dry in a small vial. Visual inspection found clear and brown residue on lens surface and missing piece of haptic. (B)(4).